Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. Device and parts not returned to france but received by lake zurich for servicing. Customer reported battery problems and error 49, device investigation confirms the next: preventive maintenance was overdue. Residues found internally. Device does not turn on and battery does not charge. Cpu found damaged. This situation is probably caused by an improper handling of the device (impact or shock). It is recommended to clean the pump, perform preventive maintenance, replace the cpu, replace power supply board, configure and calibrate, and perform qc test. To our knowledge no patients or treatments were involved. This complaint is due to misuse. No action was initiated for this issue as per our local procedures.

Event description:
Error 49 (bad battery; won't charge, can't read machine when connected to computer, can't detect line set).